Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) migrated to the patient¿s armpit. A pocket revision was performed and the device remains in use. No patient complications have been reported as a result of this event.